Event description:
It was reported that during a pci procedure involving a severely calcified, highly tortuous, 99% stenotic lesion located in the left anterior descending (lad) coronary artery, the quantum marverick monorail balloon ruptured. The initial inflation was to 16 atm. Thereafter, the balloon did not fully expand. The balloon ruptured at 20 atms on the second inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.